Event description:
Information received with return of the explanted device notes that during the initial implant, the stylet was left inside the lead to avoid dislodgement. The lead dislodged anyway, and during an attempt to reposition it, the stylet broke off inside the lead. The patient's condition was noted as good.